Event description:
It was determined the patient's implant was angled and was having difficulty communicating. The physician decided to replace the implantable pulse generator. The patient is reportedly doing fine.